Manufacturer narrative:
During troubleshooting on the phone with dario's representative, the user reported that he believes that he could have been using a cartridge of strips that had expired. Dario's user guide states in the section factors that may lead to inaccurate results: "the test strip is expired." And in the test strip precautions section: "check the "use by" date on the test strip cartridge. Do not use the test strips after that date". The user reported that after he opened up a brand-new cartridge of test strips his readings went back to normal. The high bg readings may have been due to the misuse of the strips. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6) the user contacted dario to report high blood glucose (bg) readings. The user reported receiving a bg reading of 600 mg/dl prior to contacting dario. Due to the above, the user purchased another dario meter. When the user compared his bg readings, within several minutes of each other, he received a reading of 405 mg/dl with his old dario meter compared to a bg reading of 115 mg/dl from his new dario meter .